Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification. The 1.2 x 6 mm mini trek was used for pre-dilatation; however, the balloon ruptured during the first inflation of 5 atmospheres (atm), for 3-4 seconds. After removal, a pinhole rupture was confirmed. A non-abbott balloon was used to continue the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified which likely contributed to the reported difficulties. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion such that the balloon ruptured upon the first inflation at 5 atmosphere (atm) which is below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. There is no indication of a product quality deficiency. Based on the device lot history record review and query of similar incidents for this lot, there is no indication of a product quality deficiency.